Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl, 170 mg/dl, 322 mg/dl, 344 mg/dl, 395 mg/dl and 424 mg/dl. The customer was treated with insulin shots. The customer was assisted with high pressure test and they got insulin flow blocked. Customer was performed repeated high pressure test and it was failed. The customer was performed displacement test and it was passed. The customer also stated that they did allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. Possible under delivery anomaly not confirmed. Device test failed not confirmed. No delivery alarm/occlusion - unknown timing not confirmed. (B)(4).